Manufacturer narrative:
Patient information was unavailable from the site. UDI not available for this system at time of filing. The device was not returned to the manufacture, so no analysis was conducted. Device manufacture date was not available at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial biopsy procedure. The issue occurred preoperatively during the select patient/acquire scans task. It was reported that the site was attempting to load a disc with alternate module selected but it didn't load, nothing populated either. The disc came from an offsite radiology department. The site was informed that they would not be able to use that disc. The surgery was completed without navigation and there was no impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: the cd was disposed of and there was no delay to the surgery.